Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak, migration). (Disease progression; neck dilatation; type 2 endoleak). Conclusion: (disease progression; neck dilatation; type 2 endoleak).

Event description:
An aneurx bifurcated stent graft was implanted for endovascular treatment of an abdominal aortic aneurysm approximately 3 1/2 years ago. Aneurysm at the time of implant was 5 cm in diameter. At the time of implant the aortic neck was 22 mm in diameter. Currently the aneurysm is 5.8 cm in diameter. Currently, the aortic neck has disease progression with neck dilatation. The left iliac artery is severely tortuous with no calcification. The right iliac artery is ectatic and mildly tortuous. It was reported that a recent routine CT follow up the stent graft has migrated. There is type I endoleak into the false aneurysm, and there is large type ii endoleak coming from a lumbar artery feeding the aneurysm. The physician implanted an endurant cuff. The migration and type I endoleak were resolved. The type ii endoleak was left untreated. No additional clinical sequelae were reported, the patient is fine.